Event description:
Hill-rom received a report from the account statin the bed alarm is not calling nurse station. The bed was located at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the communication cable disconnected. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010 and 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician reconnected the communication cable and installed a strain relief to resolve the issue. Based on this information, no further action is required.